Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of broken connector, both output connectors were broken and it was additionally noted that the lower case was broken. The unit was cleaned and inspected and the output connector assembly and lower case were replaced. The unit was tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.